Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the instrument data and did not find an instrument malfunction. Quality controls were within acceptable ranges. The hsc specialist recommended that the customer follow proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample, centrifugation at the proper speed and time based on the tube manufacturer's instructions, and ensuring that samples remain upright after centrifugation to avoid re-suspension of platelets, buffy coat material, fibrin, and other particulates into the plasma portion of the sample. The cause of the discordant, falsely low sodium, potassium and chloride results on one patient sample was a sample issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and anion gap results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s) and a nurse questioned them on behalf of the physician(s). The patient was admitted to the hospital and was treated with an intravenous normal saline solution for hyponatremia due to the discordant results. The sample was repeated on the same instrument and on an alternate dimension exl instrument, resulting higher both times. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely low sodium, potassium, chloride, carbon dioxide and anion gap results.